Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the posterior capsule ruptured. The lens was exchanged and the procedure was completed. In a follow up, the surgeon clarified that the event was not caused by the iol but by the irrigation and aspiration (ia) system. He reported the pc tear occurred shortly after placing the iol in the center of the bag; then, after he was about to evacuate the ia tube, the force of the irrigation caused the capsule to break. He proceeded to remove the iol by cutting it into two pieces. He accidentally cut the cornea when he was cutting the iol. A few stitches were required on the cornea. He put a new lens into the sulcus. The pt was doing well at his last follow up and the stitches have been removed. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).